Manufacturer narrative:
Updated fields: b4, e1(event site email), g3, g6, h2, h10, h11. Corrected fields: h8.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) says unit exhibited a temperature alarm during use on a lifeflight helicopter. This happened on a day that had 110+ degree ambient air temperature. Upon testing unit, compressor temp stayed within spec while beating at 130bpm for an extended amount of time.problem was not able to be reproduced while fse was on site. Fse says root cause of the problem is heavily due to the environmental conditions while operating the pump outside in extreme heat. Also, during inspection, fse found expired parts, that were replaced on this visit (replaced safety disk and tidal volume disk due to time expiration), all parts on this service order are maintenance parts & not associated with the customer's original concern. All tests pass and are within manufacturer's specifications. Unit is released to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a life flight helicopter, the cardiosave intra-aortic balloon pump (iabp) had an over temp alarm auto shut off. This happened on a day that had 110+ degree ambient air temperature. There was no patient harm reported.